Manufacturer narrative:
Patient information not provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the system has been running on a patient for 10 days (as part of bivad support). After returning the centrimag console to main power, the console gave a 'motor fail' alarm and the motor stopped. The 2nd console (lvad) was not affected. The outflow line was clamped and the patient was switched over to another primary console and motor and resumed support. The patient was asymptomatic. The onset of this event did not require the patient to undergo additional intervention. No additional information was provided. This event was previously not reported due to the backup system available. Abbott made the decision on july 13, 2018 to initiate a voluntary recall; therefore this event is being upgraded to reportable.